Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the subject was exited on (B)(6) 2017. The reason for exit was because all enrolled products are inactive.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. There was a clinical diagnosis of a loss of efficacy (and a device diagnosis was not applicable). The patient reported on (B)(6) 2015 that the spinal cord stimulator in situ (that was somewhat helpful for his pain) lost all efficacy. There was no back pain coverage whatsoever at this time. The patient reported on (B)(6) 2017-feb-16 that he had not used the stimulator in over a year. On (B)(6) 2017, the patient wasn't using the stimulator and other interventions for pain relief were planned. The event was possibly related to the device or therapy and not due to the implant procedure or programming. The most final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2015 17:01:13. No actions were taken and the event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.